Manufacturer narrative:
One 7207315 endoscpc cann.drl.bit 4.5 strl used for treatment, was not returned for evaluation. Due to unavailability, investigation was limited. The information provided states: ¿during an acl reconstruction, while drilling the femur, it was noticed that the 4.5 drill bit was blunt. It was necessary to put additional effort which resulted in metal debris. The pieces were removed from the patient¿. Per IFU: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Event description:
It was reported that during an acl reconstruction, while drilling the femur, it was noticed that the 4.5 drill bit was blunt. It was necessary to put additional effort which resulted in metal debris. The pieces were removed from the patient. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.